Event description:
Rptr indicated that a pt underwent revision surgery to prophylactically replace the generator. Intra operative sys diagnostics on the existing generator and leads resulted in high lead impedance. The lead and generator were replaced. Pt was asymptomatic. Attempts to have the explanted prods returned to the MFR have been unsuccessful.

Manufacturer narrative:
Conclusions: device failure suspected but did not cause or contribute to serious injury.